Event description:
It was reported by the rep the device was used during a lung volume reduction. It was reported the tlc75 stapler would not fully engage on three tlc75 devices. A fourth device was pulled to complete the case. There was no consequence to the pt.